Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, shipping damage was noticed on two oxygenator when the outer boxes were opened. One oxygenator had a cracked canister. The other oxygenator had a dimple on the box. No impact to pt as this occurred setup. The product was not used. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).